Event description:
The customer reported being hospitalized due to high blood glucose. The customer stated that he went into diabetes ketoacidosis while being at the hospital for a follow up surgery. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found several auto off alarms and the customer was aware of it. Performed a high pressure test twice and the test failed. Advised the customer that the insulin pump will be replaced and revert to back up plan. The customer mentioned changing the infusion set every five days. Instructed the customer change the infusion sets every tow to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.